Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. I-stat testing results (ng/ml): on (B)(6) 2011 21:52 collection. On (B)(6) 2011 unk testing with result of 0.08. On (B)(6) 2011 23:46 90 min collection. On (B)(6) 2011 23:57 90 min testing with result of <0.01. No repeat testing performed. No lab test performed. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR report #2245578-2011-00217 through 2245578-2011-00222, 2245578-2011-00228 and 2245578-2011-00243 through 2245578-2011-0259 are from a single user site. Apoc product action number: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.